Manufacturer narrative:
Documents review including IFU review: (B)(4) and (B)(4) were opened to capture the patients who did not experience any adverse effects but still had a stent placed prophylactically. Prior to distribution geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be complete as both the rpn & lot number are unknown. For the purpose of review and risk calculation, best assumption of rpn will be taken as gepd-x-x. As per instructions for use, ifu0055-4, intended use: "this device is used to drain obstructed pancreatic ducts." Root cause review: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to that the stents were placed prophylactically in previously normal pancreatic ducts, which is outside of the labeled intended use as per the IFU i.e., used to drain obstructed pancreatic ducts. Summary: complaint is confirmed based on customer testimony.

Event description:
Off-label use/negative feedback: 70 patients underwent pancreatic duct inner stent (geenen®pancreatic stent sets (with a flanged end, straight)) placement to prevent post-endoscopic retrograde cholangiopancreatography (pep) and were examined for incidence and characteristics of symptomatic stent-induced pancreatic duct stricture (si-pds). All patients who developed stent-induced symptomatic pancreatic duct stricture had a main pancreatic duct diameter < 3 mm (6.5%, 3/46 patients with duct diameter < 3 mm). Two cases occurred in patients who received a geenen stents. (Captured in separate complaints) the IFU found on the cook medical website for these devices (ifu0055-3) does not specifically mention stent-induced pancreatic duct strictures as a potential complication, but does list trauma to the pancreatic tract. It appears that the stents were placed prophylactically in previously normal pancreatic ducts, which seems to be outside of the labeled intended use (i.e., used to drain obstructed pancreatic ducts).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. (B)(4).

Event description:
Off-label use/negative feedback: 70 patients underwent pancreatic duct inner stent (geenen®pancreatic stent sets (with a flanged end, straight)) placement to prevent post-endoscopic retrograde cholangiopancreatography (pep) and were examined for incidence and characteristics of symptomatic stent-induced pancreatic duct stricture (si-pds). All patients who developed stent-induced symptomatic pancreatic duct stricture had a main pancreatic duct diameter < 3 mm (6.5%, 3/46 patients with duct diameter < 3 mm). Two cases occurred in patients who received a geenen stents. (Captured in separate complaints) the IFU found on the cook medical website for these devices (ifu0055-3) does not specifically mention stent-induced pancreatic duct strictures as a potential complication, but does list trauma to the pancreatic tract. It appears that the stents were placed prophylactically in previously normal pancreatic ducts, which seems to be outside of the labeled intended use (i.e., used to drain obstructed pancreatic ducts).